Event description:
It was reported that the screws were noted to be loosening. New screws were implanted. Additional information has been requested but none has been received at the time of this report.

Manufacturer narrative:
Product is expected to be returned but has not yet been received.